Event description:
The initial complaint description was received as follows: upon placing the stent, the physician felt resistance and was unable to completely deploy stent. When releasing pusher, the pusher disconnected from the catheter at the distal end. Device evaluation conducted on (B)(4) 2014 confirmed the marker band near the ide port of the guiding catheter is missing. This device was used and it has not been confirmed to date if the band became removed inside or outside of the patient. No information received prior to device evaluation that marker band had detached. Adopting a conservative approach this incident meets the requirement of an FDA MDR report based on the possible foreign body situation for the patient. No information received to date from the user that a piece of the device remained inside the patient. Currently no adverse effects to the patient have been reported as occurring.

Manufacturer narrative:
Device evaluation conducted on (B)(4) 2014 confirmed the marker band near the ide port of the guiding catheter is missing. This device was used and it has not been confirmed to date if the band became removed inside or outside of the patient. No information received prior to device evaluation that marker band had detached. Adopting a conservative approach this incident meets the requirement of an FDA MDR report based on the possible foreign body situation for the patient. On evaluation of the returned device, the pusher was disconnected from the guiding catheter. The guiding catheter was stretched out of shape. A possible cause of the stretching of the guiding catheter could be that the user applied excessive force on the assembled device potentially due to a tortuous patient anatomy. The stylet was missing. The pushing catheter was noted to be crumbled. It was noted during the evaluation that the marker band near the ide port on the guiding catheter was missing. There was a mark present which indicated that the marker band was present on the guiding catheter at some stage. Further information on the missing marker band was requested but no response has been received to date. The customer complaint was confirmed as the pusher was disconnected from the guiding catheter. As actual use conditions of the assembled device cannot be replicated in the laboratory we are unable to conclusively determine the cause of this complaint. There are internal inspections in place at (B)(4) prior to product distribution to ensure the integrity of the product. Prior to distribution, all fusion oasis devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for fs-oa-8.5 device of lot c986211 did not reveal any discrepancies that could have contributed to this issue. The information received to date does not indicate a section of the device remains in the patient. To date no adverse effects to the patient have been reported as occurring. Complaints of this nature will continue to be monitored for potential emerging trends.